Event description:
It was reported that patient went emergency room visit and remained for less than twenty four hours due to infusion set bent cannula issue event on (B)(6) 2026. Due to the event, patient's blood glucose level was 25 mmol/l and was treated with correction bolus via manual injection. The site of insertion was on lower back. The patient experienced nausea and stomachache during hospitalization and had ketones measuring 2.4mmol/l.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.